Manufacturer narrative:
Universal trolley was not received for investigation. Despite attempts to get further information, no further information has been received. Additionally, the nature of the "harm" of the employee remains unknown as well. Based on the given information, we cannot establish the root cause of the reported incident. This file reports the events stated in hamilton medical ag case number (B)(4).

Event description:
The following was reported to hamilton medical ag: universal trolley caster 'catches' on one, in other words one of the casters will not rotate fully 360 degrees. Respiratory therapist become off balance and fall over trolley. The universal trolley was used for a hamilton-g5 device.